Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed, it failed to power up. Troubleshooting steps were taken and set up was verified, to no avail. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.